Event description:
Per medwatch report from the facility: "the resident was being assisted to the bathroom when resident's foot slipped out from under resident and resident allegedly fell backwards onto the bedrail. The release lever penetrated resident's right buttock. It became embedded in resident's buttocks and had to be removed at the hospital."